Manufacturer narrative:
Device history records were reviewed, and no anomalies were detected. Meter and five test strips involved in incident were returned and tested. Retain strips were tested as well. All blood testing passed with no failures detected.

Event description:
The meter is five months old and the caller is receiving high readings along with an error code that she is not sure about. No damage or liquid exposure occurred with meter or test strips. Caller received a high reading, over 300. Although caller was not having any symptoms, she was concerned about the high reading and went to the ER about one hour after testing. She drove herself to the ER. This has never happened with this meter and is the only meter patient has ever used. Caller states the physician received a low reading of 65, that she was hypoglycemic and informed patient that the meter was defective. The hospital staff provided sugared ice chips until readings were within normal range. No further treatment was needed. Caller replaced batteries in march. Caller then stated she received an error code, but it keeps saying it was all eee's. Caller is not sure what error code she received and could not give a definitive answer about which code it was. Informed caller that all products involved in the incident (strips and meter) must be returned immediately. Informed caller that we will replace meter, test strips, and send control solution. Informed caller on how to perform a control solution test. Informed caller on how to exchange the new meter/test strips and for the defective meter/test strips once the package arrives and how to use the return shipping label. Replaced meter, 25ct strips, sent cs and rl. (B)(4).